Manufacturer narrative:
Continuation of d10: product ID: 37761; serial#: unknown; product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. H3: analysis results show that the recharger connector pin was bent and cords were frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not charging anymore. They tried different outlets to charge and positioning. The recharger is being replaced and the issue resolved.